Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is relegated to amds40-de lot number c2459613b, with an allegation of an increase in inflammatory parameters with event onset reported as (B)(6) 2025 and end date in (B)(6) 2025. In the follow-up report dated 29january2026, additional clarification was provided indicating that the event onset and end dates were corrected to (B)(6) 2023 ((B)(6) 2023 to (B)(6) 2023). Furthermore, the event description was expanded to include treatment with piperacillin and tazobactam, confirming that medical management was initiated. The event involves the amds device (catalog number amds-40-40, lot c2459613b), implanted during a procedure performed on (B)(6) 2023. Both reports indicate that the event was assessed as possibly related to the device, while the relationship to the implantation procedure was deemed unlikely. Additionally, no device malfunction or deterioration in device performance was reported. The adverse event consisted of an increase in inflammatory parameters in a patient with a pre-existing condition of debakey type a dissection. The event met seriousness criteria due to requiring medical intervention to prevent permanent impairment; however, there was no reported death, life-threatening condition, or permanent impairment. Treatment consisted of antibiotic treatment (piperacillin/tazobactam) and confirmed the resolved outcome. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-de, lot c2459613b, were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation, no non-conformances or deviations were found to be related to the complaint. Patient (B)(6) is a 58-year-old female who had an amds-40-40 (lot #:c2459613b) implanted on (B)(6) 2023 at (B)(6), located in (B)(6). The responsible investigator for the study is dr. (B)(6). Adverse event # 11 reports an event described as ¿increase in inflammatory parameters¿ with an onset date of (B)(6) 2023 (5 days post-op), ending in (B)(6) 2023 (day unknown). The event was deemed ¿possibly¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to ¿medical intervention to prevent permanent impairment of a body structure or function.¿ medical treatment with piperacillin and tazobactam was provided, and the event was documented as resolved. The patient did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿pain and inflammation¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There are no ncs or tdos associated with lots c2459613b (finished goods) or c2459309a (sterile sub-assembly). Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing.¿ an adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Therefore, the below occurrence rating table will be marked as ¿n/a¿. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ a complaint and recall query were performed to identify previously reported complaints or recalls associated with lot #:c2459613b. Three complaints were identified through the query. Complaints (B)(4), (B)(4), and (B)(4) are not related to the reported event in complaint (B)(4) no recalls associated with this lot were identified. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email from artivion's senior complaint officer, the patient (B)(6), in the protect study, experienced an increase in inflammatory parameters on (B)(6) 2023. This event is notated as possibly related to the amds device and unlikely related to the amds implant procedure. The amds device was implanted on (B)(6) 2023. The patient was treated with piperacillin and tazobactam. This investigation is relegated to amds40-de lot number c2459613b, with an allegation of an increase in inflammatory parameters.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.